Event description:
On (B)(6), 2007, the plaintiff was implanted with a monarc subfascial hammock. The mesh product was implanted in the plaintiff, to treat her pelvic organ prolapse and stress urinary incontinence. The plaintiff¿s attorney alleges that, as a result of having the mesh product implanted in her, the plaintiff, ¿has experienced significant mental and physical pain and suffering, has sustained permanent bodily injury," and ¿will likely undergo corrective surgery.¿ it was also alleged that as a result of the implanted mesh product, plaintiff will continue to suffer, physical pain, mental anguish, emotional distress, disfigurement, disability, and loss of enjoyment of life.

Manufacturer narrative:
Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.